Event description:
A consumer reported that his scholl verruca and wart remover caught fire when he pushed down on the white cap to activate the product. He reported that he held the cap down for 5 seconds as indicated in the instructions. The consumer reacted by dropping the product on the rug, which then caused the rug to catch on fire. He then tried to pick the product up and transport it to the sink. The consumer stated that he did not get hurt, but was quite frightened by the incident. The package instructions warn that the product is extremely flammable. It further states, "keep away from sources of ignition - no smoking."

Manufacturer narrative:
(B)(4). (B)(6) is currently attempting to obtain the implicated product. A follow-up will be submitted after the product evaluation has been performed.